Event description:
The manufacturer received information alleging a ventilator could not be powered off. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue. Device has been evaluated but not yet repaired.